Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports (different patients, same product family) linked to mfg report numbers: 3013886523-2025-00095 3013886523-2025-00096. A physician reported: on an unspecified date, a patient was implanted with a codman hakim programmable valve. On an unknown date, the shunt failed, requiring the doctor to perform additional surgery to replace it. Outcome of the event was unknown. Causality of the event was reported as possible with codman hakim programmable valve. The patient's medical history was not reported. No concurrent condition was reported. No family history was reported. Past medication was not reported. Concomitant medication and co-suspect medications were not reported. No drug allergies were reported. Pertinent lab data was not reported.

Manufacturer narrative:
Additional information: "on (B)(6) 2025, the patient was implanted with chpv shunt (codman hakim programmable valve) sterile, single use medical device. On an unspecified date, the patient shunt failed described as blocked and malfunction observed in the recent past, requiring doctor to perform additional surgery to replace." "Outcome of the event shunt malfunction was unknown." "The device was explanted on (B)(6) 2025 in non-functioning state. After removing, the patient was non-responding and had drowsiness, patient had CT brain scan resulted in ventriculomegaly. The device was in use for 25 days." - describe incident: vp shunt insertion on (B)(6) 2025, shunt got blocked, reported on (B)(6) 2025, shunt malfunctioning observed. - installation date: (B)(6) 2025. - explanted date: (B)(6) 2025. - detail description of event: programmable vp shunt was done on (B)(6) 2025 & removed on (B)(6) 2025 on and non-functional/functioning. - immediate action taken: patient is non-responding and shunt appears non-functional.

Event description:
Na.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823148) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the valve. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.